Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was 93mg/dl at time of incident. Checked error table pump should be replaced. Did another self-test on pump, test result showed "not okay". The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unit was received with pump error alarm during self-test. Unable to determine the root cause, problem isolated to printed circuit board. Unit was received with missing reservoir retainer, reservoir unable to lock into place due to missing retainer, scratched case, minor scratched lcd window and cracked select button keypad overlay. Unable to perform displacement test or occlusion test due to missing reservoir retainer.